Event description:
It was reported that the patient underwent tha due to oa with ceramic on ceramic for right hip on (B)(6) 2008. Osteolysis was noticed on 2013 at femoral side and acetabular side. (B)(6) 2015, alumina ceramic cup and alumina ceramic liner were replaced to x3 poly liner and delta ceramic.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was identified as an unknown trident shell. A medical review was performed of the provided x-rays and concluded that this case was not device related. The failure in this case had its origins in component malposition. Device not available.